Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over the past year, the cartridge patient line became discolored during use. Reportedly, the contact believes the issue is from the tubing being bent or from touching a colored case. The discoloration is on the outside of the tubing. There was no reported impact to the user's blood glucose level.